Manufacturer narrative:
Follow-up # 1 (05/28/2014), device evaluation: the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have high current sleep mode and defective capacitor c84. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (06/02/2014) correction: the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on 05/28/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have high current sleep mode and defective capacitor c84. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device evaluation submitted date has been corrected to 06/02/2014 from originally submitted 05/28/2014.the meter was returned on 01/23/2014. Date testing completed for the test strips product has been corrected to 05/28/2014 from originally submitted 01/23/2014.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging battery indicator. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.